Manufacturer narrative:
Field service was performed. The reported coolant leak in the applicator was confirmed. The leak was resolved when the broken o-ring was replaced. The machine passed testing and no active leak was identified. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a treatment provider that a cooladvantage applicator leaked coolant during patient treatment. The coolsculpting machine showed a low coolant alert. The device continued to leak even after coolant was refilled. The leaking coolant did not get in contact with the patient nor the operator.

Event description:
Allergan aesthetics received a report from a treatment provider that a cooladvantage applicator leaked coolant during patient treatment. The coolsculpting machine showed a low coolant alert. The device continued to leak even after coolant was refilled. The leaking coolant did not get in contact with the patient nor the operator.

Manufacturer narrative:
Corrected data: d1, g1